Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiopulmonary arrest within 24 hours of their last dialysis treatment and expired. This is alleged to have been caused by the product administered to the pt for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of add'l info.